Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported through a presentation identifying a mitraclip case in which a slda occurred. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled mitraclip procedure and complications. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record was not performed because the lot number information was not available. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Based on the information available and reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.